Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there were ¿charge problems right away¿ when they acquired the implant (B)(6) 2013. The patient stated that they saw the manufacturer representative six months prior to report and they knew about the problems ¿then.¿ it was noted that the patient was recharging 12 hours the past two days and it stayed at 25% and ¿would not go up.¿ it was noted that only when the patient was walking around that the efficiency row lights up ¿maybe two to four boxes.¿ the patient noted that when they sit the ¿fat pushed up against the implant. It was noted that the patient used a belt ¿and everything.¿ it was noted that when the patient sat they ¿got nothing walked got two to four bars.¿ it was also noted that it ¿seemed to work¿ after meeting with the manufacturer representative initially after implanted. It was noted that it seemed close to the surface and was not deep. The patient also noted that they had a procedure described as injections into the spine to see if they could do a ¿reizotome¿medial branch blocks.¿ it was noted that the patient was asleep. It was also noted that all the work was done on the right side and the implant felt like it was in the same spot. It was noted that it was done ¿a few days¿ prior to (B)(6) 2014 and it was noted that ¿did not seem to get any boxes in the efficiency row, even less so than before¿ when walking around one day prior to (B)(6) 2014. The patient noted that ¿maybe the fat was off butt when walk.¿ it was noted that they could feel ¿fat at the bottom of implant when sit.¿ it was also noted that when the patient leaned forward it seemed to be better and sometimes it was better without the belt. It was also noted that the caller had a problem with the programmer. The caller stated that they used the antenna on the implant and pressed the sync button but nothing happened. The caller stated that this had been going on for ¿a few days/a week¿ prior to (B)(6) 2014 and they did change out the batteries and was using aaa alkaline (B)(6) batteries. The caller did not drop the device nor did they get it wet. The patient would try a new brand of batteries and would see if that worked. The patient would also try recharging and laying down and would call the doctor to set something up with the manufacturer representative if needed.

Event description:
Additional information received from the healthcare professional (hcp) reported that the cause of the event was unknown and no event was reported to the hcp. It was unknown if the cause of the event was due to the implantable neurostimulator (ins) over leads/extension. It was noted that no surgical intervention had occurred. It was unknown if the patient required hospitalization as a result of the event. Additional information was requested but was not available at the date of this report.

Event description:
It was also reported that the patient had an appointment date of (B)(6) 2014. It was noted that the cause of the alleged coupling/communication issue was that the patient was not placing the antenna in the best location. It was noted that there was education regarding placement of antenna and body position for charging. There were no device anomalies. It was noted that the manufacturer representative had not heard from the patient since the troubleshooting. The manufacturer representative asked the patient to contact them if the patient had an issue. The manufacturer representative assumed the patient was receiving effective therapy and could recharge normally.

Event description:
Additional information received reported that the patient had received assistance from the manufacturer representative and their concerns were resolved.